Manufacturer narrative:
The investigation determined the likely root cause of the event to be due to use error. The anterior screw is not intended to be removed, as indicated by the device markings which read "do not remove" around the screw. The surgical protocol indicates to only loosen/tighten the screw when an adaptor is in place or else the screw may bind. The user likely overtightened or overloosened the screw without an adaptor attached to the guide. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that size 4 tcg triathlon revision femur guide has a screw in it that tightens the offset and stem to guide. The screw could not be tightened in the guide.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that size 4 tcg triathlon revision femur guide has a screw in it that tightens the offset and stem to guide. The screw could not be tightened in the guide.